Manufacturer narrative:
(B)(4). (B)(6). A used patient sample was received for evaluation. Visual and functional inspections were performed and identified a cracked mainbody. Functional tests performed included leak testing, clear passage testing, and clamp function testing. Leak testing performed with the following issues noted: broken occluder feet (leak through set). Clear passage test performed with no issues noted. Clamp function test performed with the following issues noted: broken occluder feet. Sample analysis verified and duplicated the event. A review of all batch record documents was performed for associated lot number(s) h14b19042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a damaged minicap transfer set, during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.